Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
It was reported that the pulse generator was interrogated while still in the box, backup vvi was displayed.